Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. Without the pod returned for investigation, no conclusion can be drawn. The customer properly followed the user guide instructions by seeking medical attention in response to the reported infection.

Event description:
The customer reported that she had a (B)(6) infection at the site of pod placement. She was admitted to the hospital to have infected area drained. In addition, she was provided with an antiseptic skin cleaner by doctor to start using prior to applying the pod. No additional information was provided about the device. The pod was not returned for evaluation.